Event description:
The hosp reported that during the saphenous vein harvesting procedure, the tunnel kept collapsing. The procedure was completed using the same unit. No pt complications were reported.